Manufacturer narrative:
See section b5 for additional information. C76143/e2403 was added for no patient symptoms post-surgery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was greater than 2mm of inaccuracy, but no exact number was given by the site. The issue caused roughly 15 minutes of delay. It was confirmed that there was no impact to patient.

Manufacturer narrative:
A software analysis was performed. It was noted from the logs that the site used a medtronic imaging scan for auto registration for registering the patient; however, no errors or any other abnormalities related to the reported inaccuracy were observed. As per archive analysis, the 3d model generated by the system appeared block-like and contained numerous artifacts. Applying thresholding to the model improved the anatomical representation, yet the root cause of the reported inaccuracy remained unclear based on the archives. It was suspected that frame movement might have resulted in the reported inaccuracy, but there was insufficient information to determine the root cause of the reported behavior. Previously reported codes, b01 and c19 are applicable as well as newly reported code, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that the dura was possibly punctured. As per the surgeon, it was unknown whether the fluid seen was irrigation or cerebrospinal fluid (csf). There was no patient injury post-event and intervention was not required. The procedure being performed was a lumbar fusion and there was an unknown surgical delay time. It was additionally reported that the amount of inaccuracy was unknown and accuracy was off in two planes of view.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0. H3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the trajectory of the instruments was not aligning with the navigation system. During the procedure, the dura was punctured when the site attempted to seat the drill on the bone. The site initially used an imaging system spin for registration but did not verify accuracy by navigating to a known anatomical landmark. The system showed as being on the pedicle with the universal drill guide. After the incident, the site switched to another navigation system, took another spin, and was able to continue with the surgery.